Manufacturer narrative:
The insulin pump passed all functional testing including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. Power management tool shows that the backup battery loaded voltage and unloaded voltage are within specification range. Pump was received with normal operating currents. No unexpected failed batt test/battery failed alarms during testing. No unexpected pump error 15 or pump error 4 alarms noted during testing however, pump error 15 alarm, line number 213 file number 30, and pump error 4 are found in the formatted history file due to a software error. The insulin pump was received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump as well as a failed battery test. The customer's blood glucose level was 384 at the time of the incident. The customer sent the product back for analysis.